Manufacturer narrative:
(B)(4).

Event description:
The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and was performed and major damage of goosenecking was found. The internal visual inspection was performed and failed due to detached/missing needle. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a detached/missing needle was found in connection to the reported event. The probable cause of the broken or detached needle or cannula could not be determined. No injury or medical intervention was reported.